Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod the cannula had not deployed and the pods pink slide had not moved forward. The patients reported blood glucose level was 99 mg/dl. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the device was received undeployed. The data presented timeouts mainly on the front sma wire as well as a drive stall. The device completed the priming sequence in an expected number of pulses. The device was reset and rerun. The rerun data presented timeouts on the front sma wire. The cause of these timeouts could not be determined. The cannula's failure to deploy can be attributed to the drive stall.